Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy, the hand piece was activated when set down on mayo stand without the activation button being pushed. The issue occurred on two hand pieces with the same generator. The devices burnt the whole drape and towel that was laying on the mayo stand. There was no actual fire on the event. They pulled both hand pieces as well as the generator. They were almost finished with the procedure, so they did not have to open anything else up. There was no patient injury.